Event description:
It is reported that during surgical procedure in 2008, the doctor threaded the device correctly on inserted nail following appropriate surgical technique. The well fixed nail would not move, and upon striking the platform, the first bolt snapped. A second bolt was inserted and also snapped. The nail was never fully removed.

Manufacturer narrative:
Eval summary: the devices were potentially used for over 12 years and the condition of the threads where the screw secures appears to be worn out. Because of this, the snapping load was largely born by the screw which eventually fractured due to overload. The nail cap for lot #64902500 exhibits thread damage and did not accept proper gauge in its returned condition. Both screws have fractured and the remaining fragments were not returned for evaluation. Scanning electron microscopy analysis of fracture surfaces of both screws show similarity in the fracture micromechanisms observed for both screws. Fracture primarily occurred by overload; however, there appear to be some repeated loading before fast fracture. Energy dispersive spectroscopy analysis of screw materials showed fe and cr peaks in the spectrum, typical of a 440a type of sst. Review of the device history records did not find any deviations or anomalies. There is no indication that design or manufacture contributed to this outcome. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.